Event description:
During a follow up, a decrease in rv sensing amplitude, an increase in rv pacing impedance and loss of capture was noted. Hm recordings show intermittent undersensing and low r wave amplitude as well as poor far-field signal quality and pacing artifact. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.